Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "downstream occlusion alarm" which was verified through a review of the event history log by the presence of "downstream occlusion!". Evaluation found the cause during a visual inspection to be a downstream tubing guide was out of adjustment and physically damaged. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of device failed to auto start after occlusion alarm. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms. Each "downstream occlusion!" Alarm is followed by a "pump run - auto-restart" message, except for two occurrences where the pump is powered off. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms and would not restart after occlusion alarm. There was no patient involvement. No additional information is available.